Manufacturer narrative:
The t:slim pump user guide states that: the intended use of the t:slim system is for the continuous subcutaneous insulin infusion (csii), at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the 200s mg/dl. The customer addressed elevated bgs by turning off the pump and reverting to manual injections.